Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation under the back therapy electrodes. The irritation was red but was not broken. The patient's physician prescribed the patient a cream. Follow-up indicated that the irritation had improved.